Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was higher than they felt and self-treated with insulin. Upon administering insulin, the user experienced "weakness" and required hcp treatment of glucose tablet and sugar dissolved in milk. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h4 (device mfg date) and section h10 (additional mfg narrative) were incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer received an unspecified sensor reading which was higher than they felt and self-treated with insulin. Upon administering insulin, the user experienced "weakness" and required hcp treatment of glucose tablet and sugar dissolved in milk. There was no report of death or permanent injury associated with this event.